Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that when an embolization coil implant was being positioned in an aneurysm, the implant unexpectedly detached. The implant was pushed into the aneurysm and implanted without problems. Subsequently, the procedure was successfully completed. There was no reported patient injury or intervention.